Event description:
It was reported that during a da vinci surgical procedure, the vessel sealer instrument was not sealing properly. On (B)(4) 2014, an intuitive surgical inc. (Isi) representative obtained additional information. It was indicated that the vessel sealer did not seal properly. The instrument was replaced with a backup instrument. The planned procedure was completed and there was no patient harm, adverse outcome or injury was reported. No fragment fell into the patient.

Manufacturer narrative:
The instrument was received and evaluated. Failure analysis installed the instrument on an in-house system for cut and seal testing and the instrument grips would not fully close over red foam and would not properly grab a wet paper towel for a seal test. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly was not sealing properly during the low anterior resection procedure, could likely cause or contribute to an adverse event if the failure mode were to recur.